Event description:
It was reported that the patient no longer needed nor used the system so the patient did not recharge the ipg as recommended. The ipg became inoperable. As a result, surgical intervention was undertaken wherein the system was explanted.